Event description:
The customer called and reported she was hospitalized with low blood glucose on (B)(6) 2015. Customer's blood glucose was 19 mg/dl. The customer was reportedly shaky, had blurred vision, and fell when trying to sit down, so customer's boss called emergency medical services. The customer stated the low blood glucose may have been caused by the heat. Customer was unable to complete troubleshooting with the insulin pump as it was not functioning and had a button error. Customer was also hospitalized with high blood glucose of over 800 mg/dl and diabetic ketoacidosis on (B)(6) 2015. The customer reportedly could not stop vomiting, experienced thirst and a headache. She attempted to correct with the insulin pump, but blood glucose did not come down. Her boss drove her to the emergency room. It was found her infusion set cannula was bent and she was also sick with ear infections and upper respiratory infections. At time of this report, customer's blood glucose was 419 mg/dl.

Manufacturer narrative:
The insulin pump passed functional testing and functioned properly, but was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted. The device was also received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.